Event description:
See MFR # 3004209178-2009-05507. It was reported that the pt's lead impedances were greater than 2,000 ohms on all the bipolar pairs. The impedances were normal when programmed with case and electrode 3. The pt received the best coverage with electrodes 2 and 3. The pt lost the results of the therapy over the weekend. Further info is being requested from the hcp.